Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6), product type: lead . Product ID: neu_unknown_ext, product type: extension.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported extension disconnection. Consequences of the event were noted as extension disconnection. No symptoms were reported. There were no further complications reported and/or anticipated.